Event description:
It was reported that the patient experienced pain at the pocket site. It was also observed that the implantable pulse generator (ipg) was quite noticeable, but the skin remained intact. The patient was reportedly hospitalized and underwent an explant procedure wherein all device components were removed. The explanted ipg and lead were not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in december 2022. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(6). Batch: 7038007.